Manufacturer narrative:
The reported event of ¿suture sleeve broke in half¿, ¿intermittently losing sensing¿, low pacing lead impedance and insulation damage were confirmed. As received, a complete lead was returned in two pieces measuring 22.8 cm and 23.8 cm , respectively. Visual inspection found separated suture sleeve in two pieces, damaged inner and outer insulation and compressed outer coil at the suture sleeve tie location consistent with suture tie down damage. The cause of the reported events was isolated to the over-tightened suture tie consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-07073. It was reported that the patient presented for implant. During the procedure the physician attempted to tie the right atrial lead with at the suture sleeve, however it broke in half. The physician attempted to continue the procedure and noted a intermittent sensing and decreased impedance. Upon inspection a insulation breach was observed where the suture sleeve had broken. A replacement lead was requested. The physician attempted to tie the sleeve carefully with less force; the suture sleeve broken again with subsequent insulation breach. The procedure was completed with a competitor lead. The patient was in stable condition.